Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead that was implanted could not be connected to the existing implantable cardioverter defibrillator. The implantable cardioverter defibrillator was explanted and replaced during the procedure on (B)(6) 2020. Patient was stable.